Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was not found to power off on its own. The unit was determined to be functioning as designed.

Event description:
The customer reported that the appliance got really hot and shut off, after restarting it alerted and shut off again. There was no patient impact or consequence reported.

Event description:
The customer reported that the appliance got really hot and shut off, after restarting it alerted and shut off again. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code has insufficient number of characters, zip code is as follows: (B)(6).